Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a pin that was lifted from the conductor trace on the bottom of the audio transducer which disabled the output. There was an analysis investigation that indicated 2 potential causes of the lifted pin from the conductor trace on the audio transducer which were stress/shock or thermal transfer. Additionally during testing, the device alarmed with an e630 (screw rotation error) error code and the device delivered less than expected. These were due to a defective motor. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact report that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.